Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the device was in use and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem. Pse advised the biomedical engineer evaluate the data acquisition pcb board and the data acquisition pcb to motor controller pcb board cable connections for the reported problem. The biomedical engineer reported the pcb board and the cable were reseated and the unit was tested and operated with no repeat of the reported problem.